Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00607. It was reported st elevations occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 24mm watchman ® laa closure device & delivery system were used. During deployment of the closure device, st elevations were noted. The physician got arterial access for a coronary angiogram and the st elevations began to spontaneously resolve. The electrocardiogram (ECG) was normal and there were no further patient complications. The closure device was successfully implanted.